Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received of evaluation. Visual inspection found the downstream occlusion (dso) seal to be detached. The reported problem was unable to duplicate an unknown issue. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is 'no conform' after preventive maintenance on site. There was no patient involvement. The device evaluation found the downstream occlusion (dso) seal to be detatched.